Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "early failure associated with the use of hylamer-m spacers in three primary amk total knee arthroplasties". The purpose of this study was to assess and highlight 3 cases regarding patients with depuy hylamer-m polyethylene inserts experiencing significant adverse events. The authors report 2 cases in which early massive osteolysis of the posterior condyles of the femur occurred, 5 years after a depuy (warsaw, in) amk total knee prosthesis was placed with the use of a hylamer-m liner (cases 2 and 3). Additionally, they report one case of early delamination of a hylamer-m insert requiring revision (case 1). Case 1 consisted of a report of a (B)(6) year old man receiving a diagnostic arthroscopy due to an outside institution noting polyethylene wear particles in a recently aspirated baker's cyst. Intraoperatively, numerous areas of pitting were present in the 10-mm spacer, consistent with polyethylene wear. No significant osteolysis was noted radiographically or intraoperatively. An arthrotomy was performed and the spacer examined. Numerous pits .2 mm in size and .3 mm deep as well as areas of delamination .5 mm were noted in both tibiofemoral compartments, and the spacer was removed. The tibial and femoral components were well seated, but significant wear also was noted about the patellar component.